Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the reoperation for asd was performed by using the expedium system. This reoperation was the re-fixation surgery (unilateral) by using the universal connectors due to the rod breakage at l3/4. On march 15th, 2018, it was reported by the surgeon that the position of the connectors had been deviated post-operatively. The reported connectors had been almost detached at this moment: thus, the re-operation would be needed and planned on (B)(6) 2018. The set screw on the side where the rod had been broken was loosened. (This (B)(4) is related to (B)(4).)

Manufacturer narrative:
Product complaint # (B)(4). One (1) conn o/o sd top ntch 5.5x5.5 t was returned to the complaints handling unit (chu) for evaluation. Visual examination of the universal connector revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. A device history record review found no issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the migration and loosening of the universal connector cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. No issues could be identified in the manufacturing or release of this product that could have contributed to the problem reported by the customer, as such the complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.